Event description:
The physician implanted a tracheobronchial wallstent in the pt's iliac on 8/28/97. The pt returned on 9/16/97 with an occluded stent. The problem was resolved using anticoagulants. The physician was not experienced with wallstents and the co's sales representative is going in to do a re-training.